Event description:
Side effects from essure: abdominal pain and discomfort, vit. B-12 deficiency, sudden weight gain, rash on face and scalp, diagnosed with irritable bowel syndrome, fatigue, pain during intercourse, bleeding after intercourse, depression and anxiety, sever and painful bloating, arms and legs "going to sleep", hot flashes, hair loss, increase in frequency of headaches, memory loss. In an effort to avoid a hysterectomy due to bleeding, my dr suggested an ablation, but he would not do the ablation without essure being implanted. I had no choice if I wanted to try to avoid the hysterectomy. Procedures done in (B)(6) 2011. Since that time, my health has deteriorated with the symptoms listed above. I have been to my primary care physician about every symptom which has led to multiple tests and lab work. I had this done when I was (B)(6) now, at (B)(6) , I feel like I'm, 70. My hysterectomy is scheduled for (B)(6) 2015. (Note: implant was (B)(6) 2011; however, I do not have the exact day of the month.)